Event description:
It was reported that the patient presented for an implant procedure. During the procedure, there were implant difficulties while positioning the left ventricular lead. The lead was ultimately not used, and a new one was implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.